Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. In 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. In 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal sugery). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('protruding from the serosa, along the left fundic region is a silver metallic coiled wire.'), embedded device ('protruding into the uterine cavity, from the right cornu is a silver metallic coiled wire. The wire is firmly embedded within the posterior endometrium'), device expulsion ('the right coil was mostly in the uterus') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626289) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "this coil was distinctly not in the tube and most likely placed in an abnormal manner.". The patient's medical history included cervix inflammation and paratubal cyst. Concurrent conditions included adhesive tape allergy. In 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, embedded device, device expulsion, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered device expulsion, embedded device, menometrorrhagia, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: final diagnosis: uterus. Uterus, bilateral fallopian tubes, cervix & foreign body. Uterus, bilateral fallopian tubes, and cervix, hysterectomy and bilateral salpingectomy: right fallopian tube with an intraluminal metallic coiled wire; separate metallic coiled wire also within the left fundus of the uterus protruding from the serosal surface (see gross description) . Endometrium with scar, suggestive of prior ablation procedure. Unremarkable myometrium. Cervix and endocervix with mild chronic inflammation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain lot number: 626289, manufacturing date: 2007-12 ,expiration date: 2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('protruding from the serosa, along the left fundic region is a silver metallic coiled wire'), embedded device ('protruding into the uterine cavity, from the right cornu is a silver metallic coiled wire. The wire is firmly embedded within the posterior endometrium'), device expulsion ('the right coil was mostly in the uterus') and pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. 626289), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "this coil was distinctly not in the tube. And most likely placed in an abnormal manner". The patient's medical history included: cervix inflammation and paratubal cyst. Concurrent conditions included: adhesive tape allergy. In 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, embedded device, device expulsion, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered device expulsion, embedded device, menometrorrhagia, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on an unknown date, final diagnosis: uterus, bilateral fallopian tubes, cervix & foreign body uterus, bilateral fallopian tubes, and cervix, hysterectomy and bilateral salpingectomy. Right fallopian tube with an intraluminal metallic coiled wire. Separate metallic coiled wire, also within the left fundus of the uterus protruding from the serosal surface (see gross description). Endometrium with scar, suggestive of prior ablation procedure. Unremarkable myometrium. Cervix and endocervix with mild chronic inflammation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 29-jun-2020: medical record received: reporter, medical history and patient's date of birth added. Lot number added. Events added: pelvic pain,menometrorrhagia,device expulsion, device embedded , uterine perforation and device positioned inappropriately. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.